Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. The identified "air in line" alarm was confirmed through the history. Evaluation found a failed upstream sensor to cause this alarm. The failed upstream sensor was replaced.

Event description:
During baxter's evaluation, it was found that a spectrum pump had an air in line alarm. There was no patient involvement.